Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was an inaccuracy with the drill system. The procedure was completed using the pointer and probe, as they were accurate. The inaccuracy was 2mm towards the head. There was no patient harm and the procedure was not delayed.